Manufacturer narrative:
The primary reported complaint of a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) becoming stuck in the introducer sheath was confirmed. The viabahn stent was returned with breakage of the distal shaft with the endoprosthesis and distal portion of the distal shaft still stuck in the introducer sheath. The endoprosthesis and distal shaft were unable to be removed from the sheath during evaluation of the returned device. It was reported that the viabahn stent was observed to be damaged at the distal end after withdrawal. Distal shaft breakage near the transition was confirmed based on evaluation of the returned device. The distal shaft breakage is consistent with potential interactions occurring during attempted withdrawal of the stuck viabahn stent from the sheath, though a root cause cannot be identified based on the information available. The initial report was sent in abundance of caution. The reported event of the device "stuck inside the introducer sheath" does not meet the requirements for a reportable malfunction and/or reportable serious injury, there was no report of patient harm and another device could be implanted successfully. Therefore this event is considered not reportable and is being retracted. The incident may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent an endovascular procedure, where a 6 x 150 mm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was planned to be implanted in the left superficial femoral artery (sfa) for the treatment of an unknown etiology. During this procedure, the viabahn stent was advanced through a 7 fr destination introducer sheath (terumo), but the viabahn stent got stuck in the sheath and the hospital was unable to push the viabahn stent forward. When the viabahn stent was retracted, the hospital noticed that the viabahn stent was deformed at the tip. There was no patient harm and the procedure was continued with the implantation of another viabahn stent, which was successful. The physician had the suspicion that either the viabahn stent or the introducer sheath did malfunction. It was indicated that the viabahn stent had been altered after the event occurred.

Event description:
The following was reported to gore: on (B)(6) 2025, a complaint regarding a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was reported. It was only known, that during a procedure, the viabahn device could not be implanted for the patient and is available for return to the manufacturer. There was no patient harm and the procedure was continued with the implantation of another viabahn device, which was successful. It is unfortunately unknown, what the reason was, why the viabahn device could not be implanted for the patient. Further information was requested. Response from the hospital is pending.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 other; h6 codes c21, d16: further investigation is being performed and will be included in the final report. A product history review will be performed if the serial number is made available. The device will be evaluated if made available. If images are provided, an imaging evaluation will be performed. All findings will be included in the final report. Additional information was requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.